Manufacturer narrative:
Investigation summary: fourteen samples were received at (B)(4). This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. The investigation concluded: bd was able to confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. CAPA (B)(4) was opened to address this issue. Root cause description: quality has previously reviewed, evaluated and investigated this failure mode. Situational analysis (B)(4).

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that mixed product was found in 25 g x 1 in. Bd safetyglide¿ needle package. 12 needles were 5/8" instead of 1". No injury or medical intervention.